Manufacturer narrative:
(B)(4). Failure to follow instructions (use in another manufacturer¿s stent graft) this MDR is being submitted as part of a retrospective review/remediation effort performed at the aptus (B)(4) location, following medtronic¿s acquisition of aptus endosystems. This activity is being managed through medtronic¿s aptus integration plan.

Event description:
Heli-fx products were being used in a primary aaa case to provide securement of a 40mm another manufacturer's stent graft in a wide neck (37mm) aneurysm. An another manufacturer's stent graft main body was placed prior to and below the another manufacturer's stent graft. The another manufacturer's stent graft was placed below the ostium of the sma and covered both renals as the patient had renal failure. The first endoanchor was deployed without issue. During first stage deployment of the 2nd endoanchor, the endoanchor appeared to be through the graft material. When the applier was advanced to second stage deployment, the endoanchor was deployed perpendicular to the intended deployment. The guide was advanced in an attempt to capture the endoanchor but that pushed the endoanchor north. Attempts to snare the endoanchor were unsuccessful and only pushed the endoanchor further north to 3 or 4 cm below the subclavian. There is no indication of a device defect or the device performing incorrectly. There was no calcium, significant thrombus, or attempt to deploy into an area of multiple layers of fabric. The imaging was clear and no issues were noted. Resolution of event: the doctor decided to leave the endoanchor in place and not attempt any further snaring. At the conclusion of the case, the endoanchor was sitting in the descending thoracic aorta.